Event description:
The patient reported a history of laparoscopic abdominal surgery 4 years prior for a hernia repair in which surgical mesh was placed. The patient reported that she developed a draining sinus tract in 2009 and eight months later, an incision and drainage was performed. V.a.c. Therapy was placed the following day. The following month, the patient underwent surgical exploration on 3.5 cm tunnel that was non-healing. The patient reported that the other parts of the wound were healing well. During the exploration, the surgeon reported finding the following foreign materials at the end of the sinus tract: unincorporated mesh, surgical staples, sutures. Additionally, it was reported that a foam material was found in the sinus tract which is alleged to be a kci foam dressing. The surgeon reported that the patient was healing as of the following month, and, according to kci records, the patient continues to receive v.a.c. Therapy as of the date of this report.

Manufacturer narrative:
It could not be determined if the foreign material alleged to be v.a.c. Whitefoam was left in the wound, while the patient was in the hospital or during the care she received at home. The foreign material that was removed from the patient's wound was not returned to kci for confirmation that it was a foam used with v.a.c. Therapy. Kci is filing this report due to possible use error as it was reported that foreign material including a possible kci product may have been left in the patient's wound which had to be surgically removed. V.a.c. Labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."